Event description:
The customer reported via phone call that the insulin pump had a button error alarm after getting wet at the beach. The customer also stated that the insulin pump was visibly cracked near the battery cap. Blood glucose level was 241 mg/dl at the time of the incident. During troubleshooting, the insulin pump's keypad stopped responding. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or moisture damage to the electronic assembly was noted. The insulin pump had minor scratches on the display window, broken battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window.